Manufacturer narrative:
Product analysis summary: the 1st distal stent wrap returned positioned over the distal markerband due to stretching distal stent wraps. Deformation was evident to the 7th to 10th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No damage was noted to the device packaging. The device was inspected before use with no issues noted. The lesion was pre-dilated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary des to treat a lesion. It was reported that the device failed to cross the lesion and was removed, on removal stent deformation was observed. The procedure was completed using a resolute onyx 2.75 x 38mm. No patient injury was reported.